Manufacturer narrative:
The reported complaint of leakage at the filter was confirmed. The leakage occurred through multiple locations of the inlet vent material of the filter. This is due to wetting (saturating) of the vent material by the infusate solution. The probable cause is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. No DHR lot number review was conducted since no lot number was identified.

Event description:
It was reported that, during an infusion, the device experienced a leak at the filter. The chemotherapy drug being infused is unknown. The tubing and medication was reported to have been replaced and treatment resumed without further issue. There was no harm to the patient reported. No additional information is available.